Event description:
The patient reported that the ok keypad button became unresponsive after wearing the pump while swimming in a pool. He confirmed that the rubber keypad is intact; stated that he wears the pump in his pocket; and denied exposing the pump to cleaning products.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Evaluation revealed a cracked battery compartment and leakage from the battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no residual moisture found in the pump. Unrelated to the keypad complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.